Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, ventricular oversensing was revealed. Technical support suggested reprogramming the device to resolve the issue. The reprogramming changes will be made during the next follow-up. The patient is in stable condition.